Manufacturer narrative:
Unit received with critical pump error due to moisture damage to force sensor. Unit received with corroded electronic assemblies and corroded motor home switch. Unable to verify pump error 37 alarm and pump error 41 alarm due to critical pump error alarm.

Event description:
The customer reported via phone call the insulin pump alarmed multiple pump error. The customer¿s blood glucose level was unknown. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was able to successfully clear the alarm. The customer was able to complete insulin pump rewound. Customer was performed self test and the test was passed. The customer was advised to monitor the insulin pump and call back if issue recurs. The insulin pump will be returned for analysis.